Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level was 416 mg/dl. Customer did bolus with insulin pump. Customer also experienced sensor issue. Customer declined to troubleshooting for sensor glucose versus blood glucose issue and also declined to troubleshooting for high blood glucose. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.